Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Where was the needle being held during use (swage, middle, tip)? Did the needle break during the procedure? Did the needle separate from the suture during use? What structure was being sutured? How much of the needle (in mm size) is retained in the patient? What tissue was the needle located in on the x-ray? Do you have the x-ray and report for review? Does the surgeon plan to return the patient to remove the needle piece? When does the surgeon plan to remove the needle? What is the surgeon¿s opinion of consequence to patient if needle stays retained? What are the patient age, gender, weight, medical history? Do you have the other portion of the needles for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the knotting, the surgeon detected that the needle was not present. The needle was detected inside the abdomen during a subsequent x-ray examination. To date, the needle has not been retrieved yet. Additional information has been requested.